Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered two alerts of high out of range pacing lead impedance measurements greater than 2000 ohms. Boston scientific technical services (ts) reviewed the device data and noted that currently there are no episodes of noise, artifacts or abnormal sensing. They provided suggestions of continued follow up with remote monitoring and in office testing. The physician attempted to replace lead but due to stenosis before the superior vena cava was not successful and reconnected lead to the device. The remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered two alerts of high out of range pacing lead impedance measurements greater than 2000 ohms. Boston scientific technical services (ts) reviewed the device data and noted that currently there are no episodes of noise, artifacts or abnormal sensing. They provided suggestions of continued follow up with remote monitoring and in office testing. The physician attempted to replace lead but due to stenosis before the superior vena cava was not successful and reconnected lead to the device. The remains in service. No additional adverse patient effects were reported.